Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the ventricular lead exhibited high capture threshold of 5.0 v. It was also noted that the patient developed an infection.